Manufacturer narrative:
Related MFR 2916596-2020-05466. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a consult with a plastic surgeon for wound debridement and working towards closing the patient's sternum. On (B)(6) 2020 the patient had a culture on the sternal wound which was found to be positive for enterococcus and (B)(6) as well as blood cultures (B)(6) for (B)(6). The patient went to the operating room for many sternal washouts but the infection never cleared. It was reported that the patient had a washout on (B)(6) 2020. The patient suffered a pea (pulseless electrical activity) arrest. Resuscitation efforts were performed but ultimately the patient passed away. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s chronic infection could not be conclusively determined. According to the account, the report of pulseless electrical activity (pea) arrest, was related to multi system organ failure in the setting of infection. A direct correlation between the device and the multi system organ failure could not be conclusively determined through this evaluation. No autopsy was performed, and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate 3 lvas instructions for use (IFU), lists infection, various types of organ failures and dysfunctions, and death as adverse events that may be associated with the use of the hm3 lvas. The patient care and management section of this document provides information regarding how to prevent and control infection. The current heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, the patient was very somnolent and less interactive throughout the day. He was also hypotensive and on pressors again prior to his arrest. Assumed the pea (pulesless electrical activity) arrest was related to his multi system organ failure in the setting of his severe infection. No additional information was provided.